Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/29/2020. Additional information: d10, h6. Additional h3 investigation summary: it was reported breakage needle. A failed suture needle was submitted for fractographic evaluation. The component was identified as product code frf2819. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/1/2020. Additional h6 patient code: 2687. A manufacturing record evaluation was performed for the finished device batch paj767, xvf281919 and no non-conformances were identified. Additional information was requested and the following was obtained: was the needle piece found? No. Is the needle piece retained in the patient? Yes. What analgesic was given to the patient for the pain? Simple analgesic (like paracetamol). Impacted product : f2819, lot paj767. What was the size of the needle used? 26 mm. Was more than half the needle retained in the patient? Unk, the broken part has not been found and the finger palpation did not allow to find the broken needle out of the staples. In what tissue / structure is the needle piece retained? Unk, the broken needle has not been found. How was the device confirmed to be retained, were x-rays or imaging performed? Unk. None x-rays or imaging were performed. The following information was requested but unavailable: was the analgesic prescription or over the counter? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: are there any future interventions; including x-ray planned to locate the broken needle? No. The finger palpation did not allow to find the broken needle out of the staples. Was there any adverse consequence associated with the patient? 2 weeks after the procedure, the patient got seat pain. It was treated spontaneously by a simple analgesic. Now, the patient does not feel any specific pain. Examination does not show a hemorrhoidal prolapse. There is a small sequelae of the old hemorrhoidal disease. Organ function: an improvement of the patient's organ function after the procedure has been observed y the patient. How the procedure was completed? Another needle has been used to complete the procedure. Please provide procedure date: 26 may 2020. Please provide event date: the issue occurred during the procedure. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the needle piece found? Is the needle piece retained in the patient? What analgesic was given to the patient for the pain? Was the analgesic prescription or over the counter? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a hemorrhoidectomy on (B)(6) 2020 and suture was used. During the procedure, the needle got broken in 2 parts. The broken part has not been found. The finger palpation did not allow to find the broken needle out of the staples. Another like device was used to complete the procedure. Two weeks after the procedure, the patient got seat pain. It was treated spontaneously by a simple analgesic. Now, the patient does not feel any specific pain. Examination does not show a hemorrhoidal prolapse. There is a small sequelae of the old hemorrhoidal disease. The patient¿s organ function is an improvement after the procedure, as observed by the patient. There are no further interventions planned. No adverse patient consequences reported. Additional information has been requested.